Event description:
It was reported that the screen stayed black in an arctic sun device. Per review of wo on 06jan2025, there was no patient involvement. Per follow up information received via mail on 06jan2025, device would be sent to s-inter for repair and not serviced yet. Per sample evaluation results received via task on 07feb2025, fill tube was dirty. Power cable was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is bicetre biomedical hospital biomedical workshop broca building UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen stayed black in an arctic sun device. Per review of wo on 06jan2025, there was no patient involvement. Per follow up information received via mail on 06jan2025, device would be sent to s-inter for repair and not serviced yet. Per sample evaluation results received via task on (B)(6) 2025, fill tube was dirty. Power cable was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per (B)(4) rev 2: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." A DHR review is not required as the serial number is unknown. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.